Event description:
MFR's rep reported the pt had been experiencing increased pain. Pt presented for a pump refill. The expected reservoir volume was 2.6ml and the actual volume was 14ml. The pt had been receiving 5.0mg/day of hosp pharmacy prepared morphine 30mg/ml. A pump rotor study was done that was reported to be normal. A catheter study was unable to be performed as the pt had an allergy to contrast medium. The catheter was replaced and the pt was discharged to home. Within 12 hrs of the surgery, the pt was deceased. A preliminary report 'suggests a cardiac event."